Event description:
This ra lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that oversensing of sensor signal observed on this lead. The following physician was (B)(6) no other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)